Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold and far r oversensing. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported events of unacceptable threshold and far r over sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead had dislodged causing high capture threshold and there was a significant far field signal noted on the psa analyzer. The dislodgement was confirmed x-ray. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b6 section was updated.